Event description:
It was reported via repair work order that the brakes would not hold due to worn brake cam assembly. It was also reported that the power cord was damaged resulting in exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.